Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A consumer reported following bilateral multifocal intraocular lens (iol) implant procedures, he experienced difficulty focusing at all distances, cloud vision, halos and flashes that look like a flutter. He reported difficulty driving as he has to look away from the oncoming cars due to the halos. The flashes or flutter is causing difficulty performing his job as his work requires him to use his near vision under halogen and fluorescent lighting. He also reported that the surgeon attempted to correct his preexisting astigmatism during the bilateral iol implantation by cutting some eye tissue. The astigmatism was not corrected. The surgeon performed bilateral lasik post implantation. The symptoms have not resolved. There are two medical device reports associated with this event. This report is for the first eye. Additional information has been requested.